Event description:
A caller reported a malfunction on the pump, identified by the code malf 0. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to monitor the pump and contact support if the issue reoccurs, which they acknowledged and understood.